Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose (bg) values reached over 400 mg/dl. The patient had abdominal pain, was dehydrated, had ketones, was nauseous and vomiting. For treatment, the patient was given fluids, anti-nausea medication, insulin and diagnostic tests. The patient was discharged after 1 day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.